Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a pump using a cadd administration set was under infusing. It was reported the home parenteral therapy (hpt) medication bag had 187ml remaining of the 607 ml dose at the end of the 24 hour time frame. Per reporter the end user believed the problem may have been happening for the past week.

Manufacturer narrative:
Report source: (B)(6).